Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels of 33.3 mmol/l. It was reported that the customer was not feeling well and had to program a bolus multiple times. The blood glucose levels did not go down immediately. It was reported that the customer changed the entire infusion set including the reservoir. It was reported that the customer would call back for troubleshooting once the blood glucose levels have settled back to normal. No additional information was provided.